Event description:
It was reported that the pt had arachnoiditis. The hcp (health care professional) "pulled the catheter down a little". The hcp was slowly decreasing the pump drug dosing. A non-critical pump alarm was heard and confirmed by telemetry. It was due to low reservoir volume. The drug delivered was baclofen.

Manufacturer narrative:
(B)(4).